Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. It also had cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value is unknown. The customer did not recall any significant events leading to the alarm. The insulin pump was replaced and returned for analysis.